Manufacturer narrative:
The company representative replaced the power supply (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. They turned the power switch off and back on and the unit turned on again. Therapy was continued. No patient injury was reported.